Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer's blood glucose was 184 mg/dl. Customer stated that he cannot program a bolus on it. Customer stated that the alarm came up and it took 3 minutes to clear it. Customer stated that he had to go into cold water yesterday. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.